Event description:
The customer reported to olympus that a contact failure was noticed depending on the position of the cable of the camera head with the hd autoclavable camera head. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found a loss of image due to damaged video cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The loss of image was due to a damaged video cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: poor communication due to cable failure and the image was not displayed. The error e311 occurred due to white balance could not be acquired. The event can be detected/prevented by following the instructions for use which state: ·never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.